Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No unexpected audio/beep anomaly or button error alarm was noted during testing. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked reservoir tube window, cracked reservoir tube window corners and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 134 mg/dl. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.